Manufacturer narrative:
(B)(4) voluntary MDR/medwatch report number mw5113696.

Event description:
It was reported that the patient experienced discomfort during use. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2022. On approximately (B)(6) 2022, the patient reported that the dexcom g6 caused nerve damage in his right outer leg. The sensor interfered with a nerve branch that runs from the thigh down to just above the knee and the patient had a 15 to 18 square inch area of no feeling (hypoesthesia) since the sensor was inserted at the end of (B)(6) 2022. The patient consulted his doctor and was advised to seek a neurologist's attention for this event. The patient also reported verifiable nerve damage which has lasted over 2 months. At the time of the report the patient was still experiencing persistent numbness. No product or data was provided for investigation. The allegation could not be confirmed and root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the additional MDR, additional information was received on 02/22/2023. The patient stated they were on vacation in france at the time the event. He inserted the sensor on his right outer thigh and had no issues with sensor insertion or his glucose values. One to two days later during a vacation tour he had intermittent stabbing, shooting, electrical-type pain at the sensor insertion site in certain positions which caused him to limp. He had no other sensor with him at the time and removed the sensor 3-4 hours later. The patient had immediate pain relief however a day later he had no feeling in an area 4-5 inches surrounding the insertion site. Later, after he returned home, he consulted his physician who confirmed he had experienced nerve damage, and the area would heal over time. No medical intervention was administered and the physician suggested a neurological consult. At the time of follow up contact, the area was healing, the numbness had decreased, and he estimated he was 60 percent better. Although he had not seen his neurologist (in a different state) for the consult, he had no pain and his condition was improving. No additional patient or event information is available.